Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Osseotite® tapered certain® implant 5 x 8.5mm (xifnt585) was returned for investigation. Visual evaluation of the as returned products identified signs of wear and bone residue around the external threads and platforms due to usage and removal. Functional testing could not be performed for the reported failure (medical event).pre-existing condition noted on the per was "bruxism". Additionally, the patient had unknown bone density. The reported device had been placed for approximately 1 year 6 months.no picture/x-ray images were provided.DHR reviews were completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa.complaint history reviews were performed for the reported lot number for similar events and no other complaint was identified.may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient's anatomical conditions were unknown/non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). PMA/510(k) number not available.

Event description:
It was reported alteration in loading process, causing a bad positioning of the implant, therefore implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 5 x 8.5mm (xifnt585) has not been returned for investigation in palm beach gardens. Since product have not been returned to palm beach gardens, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. A pre-existing condition noted on the per was bruxism. Additionally, the patient had unknown bone density. The reported device was used on tooth # 26 (fdi) and the device was used for approximately 1 year 6 months. The customer did not provide any pictures or evidence. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lot was inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot number (2017101047) for similar events and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or product (xifnt585).therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for both devices as no pictures or evidence was provided by the customer to support the reported event.

Event description:
It was reported that implant was removed because patient experienced a traumatic accident.